Event description:
It was reported that pump displayed repeated malf 12 malfunction alarms related to a momentary power loss to the vibrator motor, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.